Event description:
Customer reported that a pt developed an abscess approximately 90 days following an unspecified podiatric procedure. Additional info was requested; no further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The onset of the event occurred 90 days following implant. The absorption of coated vicryl suture is essentially complete between 56 and 70 days post implant. Accordingly, the causal relationship of the event to the device is not known.